Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported x-ray security switch error messages. A reboot was unsuccessful and another system was used to complete the procedure. There is no report of injury or death associated with this event.